Manufacturer narrative:
Concomitant medical product: information references the main component of the system. Other relevant device(s) are: unknown heli-fx guide. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchor system was used in a patient for the thoracic endovascular treatment of a type ia and ib endoleak and migration of an unknown stent graft. An unknown distal stent graft extension was also implanted during the procedure. It was reported right after the index procedure the patient developed frank hematuria. An irrigation procedure was performed which removed some small clots. The event remains unresolved but continuing without treatment and the patient was discharged from hospital two days later. Per the investigator the cause of the hematuria is related to the index procedure. No additional clinical sequelae were reported and the patient be monitored.

Manufacturer narrative:
Event description: additional information:the heli-fx endoanchoring system was used in a valiant stent graft system. A valiant stent graft was also implanted distally during the procedure along with the endoanchors. If information is provided in the future, a supplemental report will be issued.